Manufacturer narrative:
H2) additional information: per sop-cpa-05, it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The system detected a hardware issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. This issue is not a systemic issue as it was resolved by system reboot. Estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv. Number of people exposed: 1 - patient number of people in or other than patient: 8. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a hardware analysis of bi71000469 was initiated to determine the probable cause of the issue. Analysis was unable to confirm reported complaint. "Error code 41 (imbalanced ma)." The resistance between j1e to j1a was low, j1d to j1a and j1k to j1a failed; open. J1f to j1g, j1h to j1g, c-s and c-l failed, measured low resistance. Electrical component failure. Fdm10 fdr 120 fdc 4307. H3: a hardware analysis of bi71000196 was initiated to determine the probable cause of the issue. Analysis was confirmed reported complaint. "Error code 41 (imbalanced ma). X-ray tube failed bench test. Blown filament. Shorted small and large filament on the anode. Electrical component failure. Fdm10 fdr 120 fdc 4307. H3: a hardware analysis of bi71000416 was initiated to determine the probable cause of the issue. Analysis was unable to confirm reported complaint. "Error code 41 (imbalanced ma). Cable chain assembly, candlesticks and x-ray tube cable assembly passed continuity testing. Visual inspection shows nicks and scratches in candle stick cable jacket. No conductive wires exposed. No functional problem found. Fdm10 fdr 120 fdc 4307. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that there were approximately 7-8 people within room.

Manufacturer narrative:
H2: additional information: see b5. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the cable chain assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware parts have been received by the manufacturer. However, analysis has not been completed at the time of filing. H6: 10, 114, and 4307 are associated with the system checkout. 4118, 3233, and 11 are associated with the returned components. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that a non-medtronic imaging system was used to complete the case. It was noted that the site had not been using navigation to begin with.

Manufacturer narrative:
Patient information was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a lung biopsy procedure. It was reported that when the site tried to take 3d spins the system was terminating the spin and they were unable proceed with the imaging system. It was reported that imaging and navigation were discontinued for the case. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.